Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2022-06689. It was reported that during an ipg explant procedure the physician cut the leads. The cut portion of the leads remain implanted in the patient. Surgical intervention may be pending.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis or testing. Analysis of lead a found it was incomplete, only the terminal end segment was returned. Continuity was checked and no opens were found, setscrew engagement marks were observed. Images were taken to record as received condition.

Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis or testing. Analysis of lead a found it was incomplete, only the terminal end segment was returned. Continuity was checked and no opens were found, setscrew engagement marks were observed. Images were taken to record as received condition.